Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported by the anesthesiologist that when tightening the connection on a gravity set with stopcocks-manifold it caused a crack in the hub and leaked. Although requested there was no additional event details/product information provided.